Event description:
T-scope post op knee brace applied following acl repair surgery, pt fell while enroute to bathroom. Pt claims lock failed. Fall caused screw in knee to dislodge. Second surgery required to repair screw. T-scope brace applied by nurse after fall and locked into place. Sales rep visited pt in hosp and examined brace. Lock worked as intended. Pt refused to release brace for futher investigation.